Event description:
Information received from a healthcare provider (hcp) via manufacturer representative regarding a patient receiving dilaudid and bupivacaine. Indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the patient had multiple pump stalls over the last month. The patient experienced withdrawal. The pump logs were read and the pump was turned down to minimum rate. The plan was for scheduled for replacement.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2016 stated a tube set message did occur and the cause of the multiple motor stalls was not known as no magnetic resonance imaging (MRI) was performed. It was noted the pump had not yet been replaced, but will be returned for analysis. The patient was receiving oral medication for pain management, and the pump was set on minimum rate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.